Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported the float valve in the soluset did not close when the soluset emptied; subsequently air was noted in the tubing. The soluset was being used to deliver an unspecified medication. After an unspecified length of time in use, the soluset emptied and the shut off valve did not close; subsequently, air was noted distal to the soluset. It was reported that no air was delivered to the pt. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.